Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: the pump intermittently powered on with the returned battery cap. The battery cap was unable to fully tighten. The battery cap threads were damaged. The battery compartment had a section missing from the thread area. There was a battery compartment crack observed below the grip. The pump's black box data from the time of the event has been overwritten due to continued use of the pump. The pump's current draws were within specifications. There was no evidence of moisture or loose components inside the pump.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.